Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenosed, calcified, target lesion was located in the severely tortuous mid left anterior descending artery. An apex monorail 12mm x 3.00mm balloon catheter had been selected and advanced to treat the target lesion. During the procedure, the balloon ruptured "below nominal pressure". The balloon was able to be removed intact and the procedure was completed with a liberte 4.0x12mm stent. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).